Event description:
Reportedly, there have been 2 occurences over that past few weeks. It was reported that the cardiac output values were not reliable with the catheter. The patient may have been hooked up to a flotrac. This hospital uses flotrac as well as the swan-ganz catheter. Exact information could was not received since these events occured a few weeks ago. There were no patient complications. Not returning device.

Manufacturer narrative:
This event took place a few weeks ago and the device was discarded. One device with a similar occurrence was received and evaluated from this hospital. An MDR was submitted (#2015691-2010-13015) for the one device that was returned, no defect was found. This event was determined to be reportable following edwards standard procedures. A device history record review was not completed as the lot number was not provided.